Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from 170 to 300 mg/dl at its highest. The supplies on the pump were changed and a bolus was delivered to address the bg level. The customer declined tandem technical support's offer to troubleshoot to determine a possible cause of the occlusions.